Manufacturer narrative:
The product was returned opened. Solution is dried on the lens. Haptic and optic damage was observed. Iol product history records were reviewed and documentation indicates the product met release criteria. A qualified associated product was indicted. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The associated handpiece was not indicated. It is unknown if a qualified product was used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was inserted in the patient's eye. The lens was immediately removed and another lens was implanted instead. There was no reported patient harm. Additional information was requested.